Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Technical services assisted the health care provider with downloading the device data onto a usb drive for review. There were no additional adverse patient effects. The system remains implanted.